Manufacturer narrative:
The reported event was confirmed and the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted opened (without original packaging), used silicone foley catheter received in two pieces. Visual inspection of the return sample noted a hole measuring 0.0900" was found over the drainage lumen on the shaft of the piece of the catheter returned. Visual inspection also noted the catheter was detached at the bifurcation area. A potential root cause for this failure could be "high modulus silicone". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patientspatients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter."correction: dh11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that urine leaked from the shaft. Per follow up with ibc via mail on 30nov2020, it was unknown if there was any damage to the catheter. Per sample evaluation, the catheter detached at the bifurcation area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the shaft. Per follow up with ibc via mail on (B)(6) 2020, it was unknown if there was any damage to the catheter. Per sample evaluation, the catheter detached at the bifurcation area.